Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151879. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the scs system was unable to provide effective coverage of pain relief and as such surgical intervention was undertaken wherein the system was explanted and replaced with drg system effective therapy was restored following the procedure.